Event description:
Device malfunction: resistance/difficulty to retrieve filter. Time of malfunction: during procedure. Symptoms/ae: medical intervention. It was reported that during the procedure in the left internal carotid artery, the emboshield nav 6 retrieval catheter could not advance through the proximal end of the xact stent. The retrieval catheter was removed from the anatomy. An attempt was made to post-dilate the stent, manipulate the patient's neck, and use a buddy wire, with no success. An rx accunet shapeable tip retrieval catheter was advanced through the stent to successfully retrieve the filter. There was no adverse patient sequela; however, an additional 20 minutes was added to the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.